Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 millimeter (mm) non-medtronic (nucleus) balloon. Following the pre-implant bav, complete heart block (chb) was observed. Upon the first deployment attempt, the implant depth was 3 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc); however, the intrinsic rhythm did not return and the valve was subsequently recaptured. Upon the second deployment attempt, the implant depth was 2 mm on the ncc, and 3 mm on the lcc; however, intrinsic rhythm would not return, but there were no issues with the implant depth. Subsequently, the valve was fully deployed. Following the implant of the valve, paravalvular leak (pvl) remained mild, and a post-implant bav was not performed. A pacing lead was reinserted into the neck and the procedure was completed.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: tav e vfxplus-29, product ID: evfxplus-29, serial/lot #: (B)(6), ubd: 21-jan-2027, UDI#: (B)(4), the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 millimeter (mm) non-medtronic balloon. Following the pre-implant bav, complete heart block (chb) was observed. Upon the first deployment attempt, the implant depth was 3 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc); however, the intrinsic rhythm did not return and the valve was subsequently recaptured. Upon the second deployment attempt, the implant depth was 2 mm on the ncc, and 3 mm on the lcc; however, intrinsic rhythm would not return, but there were no issues with the implant depth. Subsequently, the valve was fully deployed. Following the implant of the valve, paravalvular leak (pvl) remained mild, and a post-implant bav was not performed. A pacing lead was reinserted into the neck and the procedure was completed.